Event description:
The manufacturer received information alleging that a patient had respiratory discomfort and was taken to the hospital. The patient was found to have hypoxic-ischemic encephalopathy and unconsciousness. The manufacturer was contacted in an effort to elaborate on a series of alarms that occured during the event. A manufacturers salesperson visited the patient's house and explained the "low vte" (300 ml), "low minute ventilation" (2.0 l), and "circuit disconnect" (10 seconds ) sounding alarms to the patient's family. The device was received and evaluated by the manufacturer. It has been confirmed by operational checking that the unit operated properly. The alarms were confirmed via the error log, however, there was no error indicating a device failure. Since a test performed as verification resulted in a "pass" for all the items, it has been determined that there was no abnormality in the device. The following parts were replaced as regulated by the maintenance procedure to prevent failure: pollen filter, exhaust fan assembly, 43-micron failure. A repair test was performed. The alarms and battery have been checked. Run-in tests and cleaning confirmed that the unit operated properly. The software version is confirmed to be 14.1.03. The air path foam and the air inlet path assembly will be replaced.